Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the main board was defective and needed to be replaced. The customer was instructed to replace the mainboard. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The customer was instructed to replace the mainboard. The customer is taking responsibility to correct/repair the device. If additional information is received the complaint file will be reopened.

Event description:
It was reported that after replacement of the mainboard, a speaker malf. Inop was displayed on the intellivue x3 and no sound was coming from the device. The device was not in use on a patient at the time of the event.